Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl due to an over-correction via the pump bolus. Due to the low bg, the customer had "passed out and fell". The contact did not know how the customer was treated; however, the customer was able to raise the bg level. The contact also stated that the customer had a long active day and was working with the customer to adjust the pump settings as the customer was extremely sensitive to insulin.